Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported that the tape was not sticking and noticed that there was a leak on quick release. The product was in use for two days. No further information available.